Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly on two sensors. Customer's blood glucose level was unknown. Customer advised they removed the sensor and there was no cannula on 1 sensor. Customer advised the second sensor was short. Customer was advised to discontinue use of the sensors and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found both sensors with the cannula bent inside the sensor. No broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.